Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The 80% stenosed lesion being treated was located in the very calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x15 mm maverick balloon. The physician attempted to place the 3.00x16mm liberte bare metal stent, but was unable to cross a proximal calcified lesion. The stent became stuck on the calcium. When the physician was removing the stent delivery system, the stent dislodged in the lad. The physician successfully removed the stent with a snared. The procedure was not completed, as the same device was not available. Pt status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.